Event description:
It was reported that there was a trend arrow issue. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. The product was evaluated. An exterior visual inspection was performed and passed. Charge test was performed and passed. Receiver boot test was performed and passed. Nordic bluetooth pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. No injury or medical intervention was reported.